Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a lost sensor signal alert. The customer experienced hyperglycemia with blood glucose value of 275 mg/dl. The customer reported hyperglycemia was treated with an insulin pump. The event involved product(s) unomedical, mmt-1884, mmt-7841zn, unk_sensor, unk_reservoir. Troubleshooting was performed. The customer reported a loss of communication between the transmitter and the pump. No further patient complications were reported. No product return is required for unomedical, mmt-1884, mmt-7841zn, unk_sensor, unk_reservoir.